Event description:
It was reported that a dexcom g7 continuous glucose monitoring sensor associated with an ilet system generated reconnecting and sensor failed alerts, dosing was expected to stop, and pairing initially failed until the user switched out the sensor, toggled settings and used a magnet, after which readings resumed. Symptoms included no glucose readings from the sensor during the warm-up completion period. Outcomes included interruption of automated insulin dosing and the need to replace the sensor. Investigation included technical troubleshooting and user education performed by support personnel. Investigation of this case revealed that sensor communication and pairing were restored through corrective actions without evidence of patient injury. It was concluded that the event involved a sensor failure and pairing/connectivity issue that was resolved by replacing and correctly pairing the sensor, with dosing resuming once readings became available.